Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No unexpected missing segment or partial display anomalies noted. Device received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. No unexpected screen anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen making it harder to see the screen. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had random or unexplained no delivery alarm. Customer declined all troubleshooting. The insulin pump will not be returned for analysis.